Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urethral obstruction, trouble voiding (obstructive voiding symptom), recurrent infections, dyspareunia, loss of consortium, attributed pain, extrusion, urinary problem, bowel problem, recurrence, bleeding, dyspareunia, and neuromuscular problems.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced hematuria, odorous urine, kidney stones requiring laser lithotripsy, recurrent urinary tract infection despite suppressive therapy, urodynamics was most consistent with obstruction, daily tobacco use, multiple procedures for ureteroscopy, bilateral stent insertions and removal with findings of complete obstruction of ureter and ureter stones, hydronephrosis, right flank pain, lower abdominal quadrant pain, hydroureter on the right, infection post stent surgery, urosepsis, vaginal itching, stricture of ureter post stent, sigmoid diverticulosis, passing blood clots, nocturia, recurrent urinary calculi, pelvic pain post stent placement, umbilical hernia repair surgery, fibrotic ureteral wall, left nephrostomy, postoperative ileus after ureteral re-implant, abdominal exploration surgery, atypical appearance of the urinary bladder to the right of midline with tenting superiorly, lysis of adhesions, small bowel adhesions to the anterior abdominal wall and to the pelvis, ureter was encases in fibrous sheath, inflammatory type tissue around distal ureter, pear-shaped bladder, diarrhea, urosepses during admission for hip fracture treatment, pyelonephritis, continued smoking, voiding dysfunction, biofeedback treatment, left ovarian cyst consistent with endometrioma, mesh found to be ¿tight¿ around urethra, mesh tap incision, right sided abdominal pain, back pain, depression, dysuria, urgency, frequency, hesitancy, swelling over naval from gallbladder incision, endometriosis, ovarian fibroma, lesion on left adnexa, surgery for explant of sling, urethrolysis, sling was noted to the adjacent right urethra curving up somewhat longitudinal that is parallel to the urethra before it went out to the obturator space and no palpable sling on the left. Suprapubic sharp pain, bleeding from small bowel mesentery, intraperitoneal adhesions, intraperitoneal fluid collection, small hole in bladder (repaired), surgery for laparotomy with small bowel resection and enterotomy repair for diagnosis of abdominal pain, perforated viscous, perforated small bowel, cystic mass on right pelvic area with presumed removal surgery, wound care, pulmonary nodules, multiple surgeries related to ureteral stent placement, abdominal surgeries, chronic inflammation, foreign body reaction to refractile material and adherent mesh. Pathology from the small bowel resection surgery showed acute serositis, serosal adhesions and diverticulosis. She alleges antibiotics for urinary tract infections caused her to pass out and shatter her hip, ultimately resulting in a complete hip replacement, ureters damaged which resulted in urethral stent surgery; hysterectomy in 2016 was complicated by scar tissue formed as a result of mesh surgeries with resultant ICU (intensive care unit) admission; ureteral stricture, hernia repair, ureteral obstructions, laparotomy, mesh incision, partial hysterectomy (removal of ovaries), bowel rupture, bleeding ulcers from stress over so many antibiotics, iron fusions, blood count issues, daily antibiotics, constant pain from surgeries endured due to complications of mesh sling, postoperative physical therapy, constant leakage, daily use of panty liner; big scars on left leg, hip and stomach, kidney damage, hypertension, extended use of catheter, general ill health, bowel obstruction, irritable bowel syndrome, chronic constipation, collagen disorder, deficiency, scar tissue, cystocele, hernias, iron immune deficiency, malnutrition, peritonitis, sepsis, recurrent or chronic vaginal or bladder infections, urinary incontinence, urinary retention and uterine prolapse and menopause at 48.